Event description:
During a training session by a zoll medical sales representative the device would not power up with ac or battery power. There was no patient involvement in the rpeorted malfunction.